Event description:
Nursing discovered that the spike inside the screw adapter at the end of the IV tubing broke off inside the caresite access device. We are finding more and more of theses occurances where the spike snaps off inside the caresite access. This is the third documentated case that we have had, however, nursing communicated that the problem is more wide spread.